Event description:
The user facility reported a 64-year-old patient was placed on impella cp support for high-risk percutaneous cardiac insertion (hrpci). It was reported that there was dissection of the right femoral artery after the sheath was inserted. The artery was heavily calcified. Initially a long 14x25 cm sheath was chosen with serial dilation and a 14 fr dilator. The team attempted to insert the long sheath, but it would not pass completely. A shorter 14x13 cm sheath was chosen and passed, but angio showed possible dissection in the area. The wire was passed. Multiple images showed the dissection was stable, the procedure was continued, and stents were placed. The impella was placed, procedure completed, and the pump was weaned and explanted. After the case, an angio showed more prominent dissection. The artery was stented with good results. The site was closed appropriately with surgical intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.